Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the atrial channel. The atrial lead was capped and replaced to resolve the event. During the atrial lead replacement procedure, insulation damage was observed on the lead. There were no adverse consequences for the patient.